Event description:
It was reported that the patient developed twiddlers syndrome which caused the atrial lead to dislodge. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.